Event description:
It was reported that patient was taken to the hospital after receiving multiple shocks due to rv lead noise. A magnet was applied but shocking continued. The second magnet was applied and tacky therapy was disabled. Fluoroscope showed lead fracture. Both ICD and lead were replaced. The patient condition is stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of unanticipated therapy delivery could not be confirmed in the laboratory. No electrograms were present on the device upon receipt since they were cleared in the field. The device was tested on the bench and using automated test equipment and passed all tests. No device anomaly was observed. The cause of the field event remains undetermined.